Event description:
It was reported that this patient presented to the emergency department with syncope and was hospitalized. Device data review of the event revealed the patient had experienced loss of capture during the auto-capture feature in the bipolar mode, resulting in asystole greater than 5 seconds. Additionally, there had been a sudden increase in the right ventricular (rv) lead pacing impedance measurements (1800 ohms). Diagnostic imaging was performed which showed no evidence of fracture or dislodgement of the rv lead and the device-to-lead connection was appropriate. Boston scientific technical services was contacted and discussed that potentially there had been some cross-talk outside of the device blanking period, resulting in the inhibition. Because the impedance and threshold measurements had risen so abruptly, the possibility of rv lead impairment was discussed. At this time, the device remains implanted and the patient is stable. The rv lead is not a boston scientific product.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient presented to the emergency department with syncope and was hospitalized. Device data review of the event revealed the patient had experienced loss of capture during the auto-capture feature in the bipolar mode, resulting in asystole greater than 5 seconds. Additionally, there had been a sudden increase in the right ventricular (rv) lead pacing impedance measurements (1800 ohms). Diagnostic imaging was performed which showed no evidence of fracture or dislodgement of the rv lead and the device-to-lead connection was appropriate. Boston scientific technical services was contacted and discussed that potentially there had been some cross-talk outside of the device blanking period, resulting in the inhibition. Because the impedance and threshold measurements had risen so abruptly, the possibility of rv lead impairment was discussed. At this time, the device remains implanted and the patient is stable. The rv lead is not a boston scientific product.